Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified forearm vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.